Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had alarmed no delivery on three different occasions. The patient's blood glucose was 570 mg/dl. The patient treated via manual insulin injection. During troubleshooting the customer was able to prime without incident. The customer was advised to follow their medically prescribed backup plan. The reservoir was not returned for analysis.